Event description:
It was reported that additional information was received from product investigation closure. A supplemental report is being filed. It was reported that this pacemaker exhibited a high current drain of battery power consumption. A premature battery depletion is suspected. The pacemaker was explanted. This is considered a life-threatening situation as surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a high current drain of battery power consumption. A premature battery depletion is suspected. The pacemaker was explanted. This is considered a life-threatening situation as surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.